Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: three primary filter legs had penetrated sheath approx. 24cm from prox. End. A minor kink was noted approx. 11.5cm from prox. End. No damages to filter legs, which could have caused the penetration. Penetration may be due to "strong resistance was met but the physician continued advancing the filter." Under normal conditions the sheath is strong enough to accomplish the procedure, but the filter legs may be prone to penetrate the sheath wall, if excessive force is used to advance the filter through the sheath. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the delivery catheter was inserted over a wire guide from the right jugular vein and the filter was advanced. At that time, a strong resistance was met but the physician continued advancing the filter. As a result, the filter legs perforated the sheat. The device was replaced with another one from the different lot but the same event occurred. Another manufacturer's filter for femoral approach was used instead for the procedure. Patient outcome: no adverse effect to the patient.